Event description:
The customer contacted beckman coulter, inc. (Bec) to report smelling smoke from their coulter lh 750 hematology analyzer. The customer reported smelling the smoke soon after a tubing came off of the blood sampling valve (bsv) which caused a clear liquid to spill on the analyzer. The customer also reported getting "diff heater disabled" alarms from the analyzer. The operator had powered off the analyzer after the event. There was no report of any patient sample results being impacted by the event. There was no report of impact to patient treatment associated with the event. The operator was wearing personal protective equipment (ppe) at the time of the event. There was no injury or exposure to the operator. There was no report of medical attention being sought. The operator reported there were no arcs, sparks, or flames. A fire extinguisher was not used. The fire department was not called. The material safety data sheet (msds) pertaining to the spill was not reviewed by the operator; however, the msds was readily available. There is an exposure control / risk management plan in place for the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse determined that a loose tubing had been reattached to the bsv by the customer. When the loose tubing had come off of the bsv, diluent had spilled on the connector of the diff heater causing it to saturate and burn out. The fse replaced the diff heater and trimmed and redressed all tubings connecting to the bsv. The fse verified all repairs per established procedures. Based on available information and inspection, the root cause of the observed smoke is due to a tubing coming off of the bsv and spilling a clear liquid on the diff heater connector causing it to burn out. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The bec internal identifier for this event is (B)(4).